Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, proximal left anterior descending artery. Predilatation was performed prior to the attempt to cross the lesion with a 2.25x28 mm xience prime stent delivery system (sds). During the attempt to cross the proximal shaft of the sds separated. The sds was removed from the patient without resistance felt and the procedure continued on with the successful deployment of a xience prime stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.